Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the air detected in cassette message. The patient noted fluid leaking form the patient line. The patient stated that the extension with additional stay safe connectors was not completely connected to the patient line. The patient tightened the extension. The cycler did not get wet.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation

Event description:
A peritoneal dialysis patient reported that the cycler displayed the air detected in cassette message. The patient noted fluid leaking from the patient line. The patient stated that the extension with additional stay safe connectors was not completely connected to the patient line. The patient tightened the extension. The cycler did not get wet.